Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported ext sets are blowing off, and returned one sample of material mp5302-c, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was manipulated and tested with water for leaks, no issues were found. The complaint could not be replicated. The inferred issue that the customer is seeing may be related to a condition with the new male luer design that was confirmed during testing. The new male luer design is able to be pushed past the collar threads and all the back onto the tubing, as part of the new design. This condition does not exhibit a failure mode. A device history record review could not be performed on material mp5302-c because the lot number is unknown. The root cause of this failure could not be identified without a replicated failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector was loose the following information was received by the initial reporter with the following verbatim: verbatim: blows offs of extensions in CT and while bolussing fluids.